Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that a button was not working on the insulin pump. The customer's blood glucose was 217 mg/dl at the time the issue was reported. The customer' s mother stated that the insulin pump might have been exposed to moisture. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. The insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. No moisture damage inside insulin pump noted.